Manufacturer narrative:
Product analysis: programmer display issues could not be confirmed. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display would freeze up and become unresponsive during use. The programmer was returned for service. There was no patient involvement.